Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient had a nonfunctioning leads and ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the device was not helping with the patient's pain. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a nonfunctioning leads and ipg. The patient will undergo an explant procedure.